Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited an out of range shock impedance measurement of greater than 125 ohms. When the information was being reviewed by the clinic via latitude, it was noted that the actual value for the measurement could not be viewed. Boston scientific technical services (ts) reviewed the latitude data and noted it appeared to be a one time measurement of greater than 125 ohms. Ts commented that there is a window where the system has not been updated with the actual data; however, that the data is accurate. Ts discussed the options of bringing the patient in to the clinic to interrogate with a programmer and to perform lead testing and isometrics. Ts also discussed the option to monitor the daily measurements over the next couple of days and see if they are still out of range or back to normal; that the shock impedances could be due to electromagnetic interference (emi) or lead position. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient was brought in for lead testing. Very fine noise was noted on the shock channel and all lead impedance tests (lit's) were greater than 125 ohms. A 1.1 joule shock was delivered; subsequent shock impedances were noted to be 44 ohms and the shock electrogram (egm) was clean. Defibrillation threshold (dft) testing was also performed, with subsequent shock impedances at 44 ohms. Boston scientific technical services (ts) discussed that it would be unusual for the lit to abruptly change; however, that it was possible that a protein layer on the lead atomized with the high energy shock. Ts did not suspect a setscrew/connection issue since the device had been implanted greater than two years. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated that shock impedance measurements increased to greater than 200 ohms. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.